Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a ghost pocket record. The customer reported that they had to access the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a ghost pocket record had been sent from the enterprise server for station u1000. A technical support specialist (tss) checked the managed inventory using the medication identification. It showed the minimum and maximum values and the loaded status from patient encounter system. The issue persisted. The tss also ran the loaded spaces query using the medication identification to confirm whether it was loaded in one or two pockets. A brief explanation was sent to the customer. The customer acknowledged that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a ghost pocket record. The customer reported that they had to access the medications from another station. There were no adverse events or injuries reported based on this event.